Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation surgery with unspecified mentor smooth saline breast implants experienced bilateral capsular contracture baker grade unknown post procedure. In (B)(6) 2001, the patient¿s surgeon performed bilateral capsulotomies. The devices were not removed from the patient at this time; the capsulotomies were performed only to release the capsules without explanting the devices. Patient went to massage therapy help relieve the issue but was unsuccessful. As a result, patient underwent bilateral removal and replacement with two unspecified mentor smooth saline breast implants in (B)(6) of 2001. This medwatch form is for the left breast prosthesis.